Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not required.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Multiple infusion set site changes were performed to address the occlusions. Customer's blood glucose (bg) level was 538 mg/dl. A correction bolus was delivered and an infusion set site change was performed to address bg. Reportedly, the customer reverted to manual injections for insulin therapy.